Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call to technical services stated that this lead exhibited atrial intrinsic amplitude out of range. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).